Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was not able to be duplicated. It was noted the distal sheath adhesive was observed cracked, also it was observed three broken elements. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, they observed static noise on ultrasound video image from their ultrasonic gastrovideoscope. There were no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide corrected information received. Event: updated with corrected information.

Event description:
The event was found during inspection for use prior to the procedure. The procedure was completed with a similar device. There was no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A possible cause likely occurred from a loss of sound line in the scope. Olympus will continue to monitor field performance for this device.